Manufacturer narrative:
(B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained in the patient; therefore, a return sample evaluation is unable to be performed. A gastro-intestinal ulcer is a known complication of a peg and j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6)underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018, the patient visited the clinic for a suspected j-tube occlusion. It was reported that the peg tube was drawn into the pylorus and the internal bumper had caused an ulcer in the pyloric region. On (B)(6) 2018, the position of the peg tube was corrected.